Event description:
Result was hi. The user dosed normal amount of insulin and was in pain. User went to the ER because of pain and the result on the device. Glucose was 156 mg/dl at the hosp. User was admitted over night and treated for an abdominal inflammation. Controls were not used. User used test strips that expired 8/2000. The device was replaced and requested to be returned for eval.